Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, the patient was presented to the emergency room (ER) with abdominal pain. A computerized tomography (CT) and angiogram identified an endoleak of indeterminate origin (possible type 1a) and a type 2 endoleak (non-device related failure) with sac growth. An intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and a suprarenal stent graft extension to resolve this event. The patient was reported as stable post intervention.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, the patient was presented to the emergency room (ER) with abdominal pain. A computerized tomography (CT) and angiogram identified an endoleak of indeterminate origin (possible type 1a) and a type 2 endoleak (non-device related failure) with sac growth. An intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft and a suprarenal stent graft extension to resolve this event. The patient was reported as stable post intervention. Subsequent to the initial report, clinical assessment determined that a rupture occurred that was not included in the initial report of this event.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported indeterminate endoleak and sac growth were unconfirmed due to a lack of contrasted imaging prior to the secondary endovascular procedure. The type ii endoleak of the lumbar (non - device related failure) was confirmed. An additional finding of rupture was confirmed. Device, user, or anatomy relatedness of this event could not be determined. The procedure related harm identified was an access site complication (left groin hematoma) post-secondary endovascular procedure. The final patient status was discharged on post-operative day nine home stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated h4: device manufacturer date - updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.